Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that during placement of a balloon expandable stent in the left iliac, using a contralateral approach, resistance was encountered at the iliac horn; therefore, the balloon catheter was retracted. The stent detached from the balloon during retraction. Fluoroscopy showed the stent location in the right iliac and the balloon catheter was reinserted and used to dilate the stent. Another balloon expandable stent was used retrograde to complete the procedure. There was no reported pt injury.